Event description:
The customer reported that during a laparoscopic hysterectomy, after a few activations, the device would not reopen while applied to tissue. The surgeon used another device to resect the tissue directly adjacent to the jaws of the device in order to remove it from the tissue. There was no injury to the pt.

Manufacturer narrative:
Covidien reference #: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.